Event description:
It was reported that the pt's vascular condition was reported as possibility of tortuous vessel, no vascular calcification. While in the cath lab the intra-aortic balloon (iab) was prepped per instruction and the teflon sheath was inserted via the pt's left femoral artery. The iab was inserted through the teflon sheath with no reported resistance. The pt was moved to the intensive care unit when the pump (maquet 98series) alarmed helium leak. Blood was seen in the drive line tubing, and a hospital staff member stopped the pump immediately. The iab and teflon sheath was removed. Using the same insertion site the md inserted a zeon iab without issue. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy. No pt complications reported and the pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.